Manufacturer narrative:
Siemens filed the initial MDR 9610806-2019-00093 on 11-dec-2019. Additional information (20-jan-2020): siemens healthcare diagnostics inc investigated the issue regarding the discordant, falsely low platelet function assay (pfa) - epinephrine (epi) results obtained on eleven patient samples on an innovance pfa-200 system using the pfa collagen/epi reagent. For the platelet function assay (pfa), the upper limit cutoff is lot specific and needs to be determined by the customer. However, the customer used the cut-off from the assay instructions for use (IFU) and did not set their lot-specific cut-off for this assay. Sample specific issues also could have contributed to the event, as sample handling issues cannot be ruled out. It is also possible that some patient samples do not react with aspirin and do not have prolonged closure times. The cause of the discordant, falsely low pfa - epi results is unknown. Supplemental mdrs 9610806-2019-00091_s1, 9610806-2019-00092_s1, 9610806-2019-00094_s1, and 9610806-2019-00095_s1 were also filed for the four other dates when the discordant, falsely low pfa-epi results were obtained. The reagent is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that discordant, falsely low platelet function assay (pfa) - epinephrine (epi) results were obtained on eleven patient samples on an innovance pfa-200 system using pfa collagen/epi reagent. The customer's innovance pfa-200 system had previously been replaced and the vacuum chuck of the innovance pfa-200 system was cleaned, but the issue is still occurring. Mdrs 9610806-2019-00091, 9610806-2019-00092, 9610806-2019-00094, and 9610806-2019-00095 were also filed for the four other dates when the discordant results were obtained. Siemens is investigating the issue.

Event description:
Discordant, falsely low platelet function assay (pfa) - epinephrine (epi) results were obtained on eleven patient samples on an innovance pfa-200 system using pfa collagen/epi reagent. The results were reported to the physician(s) and were questioned by the physician(s) as the patients were all taking 100 mg of aspirin. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low platelet function assay (pfa) - collagen epinephrine (col/epi) results.